Event description:
Patient admitted for diagnostic catheterization and pcta of the rca and lad. Rca done with difficulty. Original balloon would not pass lesion. Changed to a smaller size. On lad, balloon changed twice to a smaller size. On third attempt, balloon inflated over lesion, but lesion would not break apart. Balloon ruptured and in attempt to remove, balloon tip could not be retracted, but could be advanced. Aptient taken to surgery to remove balloon. Artery bypass x 3 done, balloon removed and aortic valve replaced.